Event description:
It was reported to medtronic minimed that the customer reported cracked case battery compartment, a low battery alert prior to replace battery alert, battery cap damaged, and metal contact in the battery cap was missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The damage was affecting/impacting pump functionality. Instructed the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. No product return was required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. The battery cap was received undamaged. Battery cycle 14.0 received the lowbatteryalert (104) on 06/26/2025 12:37:00 faster than expected at 4.3 days. Battery cycle 10.0 received the lowbatteryalert (104) on 06/21/2025 19:25:00 faster than expected at 3.39 days. Battery cycle 9.0 received the lowbatteryalert (104) on 06/18/2025 00:24:00 faster than expected at 3.33 days. In summary, customer alleged battery power loss confirmed. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.